Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1050 mg/dl and a moderate ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Additionally, it was reported that the pump did not alert the customer as intended. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.